Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a rebar microcatheter that could not pass the guidewire. The patient was undergoing a thrombectomy procedure to treat ischemic stroke. Vessel tortuosity was minimal. It was reported the devices were prepared and catheter flushed as indicated in the instructions for use (IFU). During the procedure, the guidewire could not pass through the rebar microcatheter. Catheter occlusion was noted. The catheter was replaced to continue the procedure. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
Product analysis: as found condition: the rebar 18 catheter was returned for analysis inside a sealed biohazard bag and a shipping box. The reported non-mdt (stryker) guidewire was not returned with the catheter. Damaged location details: the rebar 18 catheter tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were observed on the catheter hub. No other anomalies were found. Testing/analysis: the rebar 18 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.021-inch mandrel through the hub and tip without issue. Conclusion: based on the reported information and device analysis, the customer¿s ¿catheter resistance¿ and ¿catheter occlusion¿ complaints could not be confirmed, as no issues were encountered while testing the returned rebar 18 catheter, and no damage was noted. However, the root cause of the resistance complaint could not be determined. Possible causes include vessel tortuosity, an incompatible or damaged guidewire or delivery system, a low flush rate, insufficient or lack of continuous flush with heparinized saline during delivery, or insufficient device hydration. In this event, the reported non-mdt (stryker) guidewire was compatible with the rebar 18 catheter as it had a labeled outer diameter (od) of 0.014 inches, ruling out incompatibility as a potential cause. Therefore, vessel tortuosity, a damaged guidewire or delivery system, a low flush rate, insufficient or lack of continuous flush with heparinize d saline during delivery, or insufficient device hydration could have contributed to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the catheter tip could not pass through after unpacking. There was no damage observed to the catheter or guidewire. The guidewire used in the event was a stryker.